Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tight calcified left anterior descending artery. After a 3x15 balloon catheter was used for predilatation, a 38 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion; however, friction was encountered. The device was removed and it was noted that some struts were lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.